Event description:
Case description: investigational results. Name of the suspect product: novopen 6. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Name of the suspect product: ryzodeg penfill. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information investigational results added for suspects novopen 6 and ryzodeg penfill is non-reportable field was updated as no. Malfunction field updated as no. Final report check box was ticked. Expected date of follow up report was deleted. Follow up information further investigation field comment was added. Imdrf codes b, c, d, g were updated. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: (B)(6) 2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Elderly age of the patient and underlying medical condition of diabetes mellitus are significant confounding factors for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. H3 continued: evaluation summary: name of the suspect product: novopen 6. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose level reached to 700 mg/dl [blood glucose increased]. The button on the novopen 6 used by the patient is faulty [device issue]. Case description: study ID: (B)(6) - innovex pen educator org. Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). Patient's height: 156 cm. Patient's weight: 68 kg. Patient's bmi: 27.94214330. This serious solicited report from turkey was reported by a consumer as "blood glucose level reached to 700 mg/dl(blood glucose increased)" with an unspecified onset date , "the button on the novopen 6 used by the patient is faulty (device component defective)" beginning on (B)(6) 2025, and concerned a 754 months old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "diabetes mellitus", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "diabetes mellitus", current condition: diabetes mellitus (for 5 years, type not reported), hypertension. Since (B)(6) 2025 the button on the novopen 6 used by the patient was faulty, and because they could not administer the ryzodeg penfill, they had to go to the emergency room and received outpatient treatment. On an unknown date, the last measured pre-prandial blood sugar (blood glucose) was 382 mg/dl and blood sugar (blood glucose) reached 700 mg/dl. The relative requested a new pen a replacement pen was sent to ensure the continuity of the patient's treatment. Batch numbers: novopen 6: has been requested. Ryzodeg penfill 100 u/ml: has been requested. Action taken to novopen 6 was not reported. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "blood glucose level reached to 700 mg/dl (blood glucose increased)" was unknown. The outcome for the event "the button on the novopen 6 used by the patient is faulty (device component defective)" was unknown. Reporter's causality (novopen 6) - blood glucose level reached to 700 mg/dl (blood glucose increased): unlikely. The button on the novopen 6 used by the patient is faulty (device component defective): unknown. Company's causality (novopen 6) - blood glucose level reached to 700 mg/dl (blood glucose increased): possible the button on the novopen 6 used by the patient is faulty (device component defective): possible reporter's causality (ryzodeg penfill 100 u/ml) - blood glucose level reached to 700 mg/dl (blood glucose increased): unlikely the button on the novopen 6 used by the patient is faulty (device component defective): unknown. Company's causality (ryzodeg penfill 100 u/ml) - blood glucose level reached to 700 mg/dl (blood glucose increased): possible the button on the novopen 6 used by the patient is faulty (device component defective): possible. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.